Event description:
A customer site reported waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor without an alarm. No one was injured and there was no slip and fall event. The field service engineer changed the waste sensor with an upgraded sensor. This is a prion site (prion diseases or transmissible spongiform encephalopathies) and the root cause could not be determined as the old waste sensor could not be returned for investigation. Any parts removed from the instrument must be discarded at that site. While there is always a possiblity that a slip and fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.

Manufacturer narrative:
There was no evidence of malfunction or defect associated with the waste sensor. Because of the remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. The waste system on this instrument was upgraded with the new sensor design on 10/11/06. Complete field implementation of the new sensor design is expected to take at least 12 months. The new waste sensor was introduced to the manufacturing floor on july 26, 2006. A final report will be sent pending the completion of the field implementation of the new waste sensor.